Event description:
It was reported that this patient experienced stimulation from the right ventricular (rv) lead after reprogramed testing. Rv lead remains in service, but physician would like to revise this lead. No adverse patient effects were reported.